Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The root cause could not be determined. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.